Event description:
It was reported that the right atrial (ra) lead impedance and thresholds began to rise in (B)(6) 2015. The lead exhibited high thresholds, high impedance, noise, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in-vivo.